Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the objective lens was damaged, the objective lens. A root cause could not be identified. Based on the results of the investigation, it was likely that the reportable malfunction could not be determined, and additionally, the most probable cause for the objective lens being damaged and the objective lens issue was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid laparoscope had error e226. The issue was identified during sedation of a therapeutic procedure it was completed with the same device there were no reports of patient harm.